Manufacturer narrative:
Further information was requested but not received.

Event description:
The device was explanted due to erosion and infection. No further information available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.